Event description:
It was reported by service report that the siderail latching spindle was bent preventing the siderail from latching in the upright position. No pt involvement or adverse consequences are reported.